Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused fluid in his left lung. The patient did receive medical intervention with prescribed medications. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.